Event description:
It was reported that the patient had back surgery in 2010 which messed up the patient¿s therapy. It caused therapy not to work. The implantable neurostimulator and leads were replaced. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).